Event description:
The customer reported this lead was explanted in 2008, due to over-sensing issues. A new lead was successfully implanted. The device was actively implanted for approximately 5 years, 9 months.

Manufacturer narrative:
The clinical allegation cannot ber confirmed, because the location of the lead is unknown. The manufacturer attempted to obtain the lead, plus any additional information by sending letters to the physician (on 5/29/08 and 6/5/08), but was not successful. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.